Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door issue was already resolved and drawer 4.1 was not detected on bus. A field service engineer removed the back panel and inspected all controller board lights, which were properly lit. Then reseated all controller board and row board connections and removed mild debris between the cubie pockets and reassembled the device and rebooted and customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.